Manufacturer narrative:
Correction f10 patient code to vascular dissection e0515. The intellanav stablepoint catheter was evaluated by boston scientific. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event of device damaged defective. Device was found within specifications.

Event description:
It was reported that during the procedure using an intellanav stablepoint catheter the patient experienced aortic dissection. Mapping was successfully done but no ablation was performed. After mapping coronoscopy was performed, which showed the coronary vessels with no issues. After reinserting, connection issues occurred. Connecting/disconnecting was displayed in ablation generator and rhythmia system. Insertion was complicated due to kinking. Procedure was then cancelled due to patient complications and patient was sent to CT scan which showed an aortic dissection. The outcome of the patient is unknown. The device was returned for further analysis. It was further reported that the patient is "doing fine so far and expected to recover". The veins from the patient had kinking and due to that status it was difficult to insert the catheter through the veins into the ra. In the beginning the catheter was recognized without any issues but after the second introduction it was intermittened connection and disconnection within rhythmia and the ablation generator.

Manufacturer narrative:
Correction f10 and h6; impact codes were added f2203 imaging required, f08 hospitalization, f22 unexpected diagnostic intervention. The intellanav stablepoint catheter was evaluated by boston scientific. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event of device damaged defective. Device was found within specifications.

Event description:
It was reported that during the procedure using an intellanav stablepoint catheter the patient experienced aortic dissection. Mapping was successfully done but no ablation was performed. After mapping coronoscopy was performed, which showed the coronary vessels with no issues. After reinserting, connection issues occurred. Connecting/disconnecting was displayed in ablation generator and rhythmia system. Insertion was complicated due to kinking. Procedure was then cancelled due to patient complications and patient was sent to CT scan which showed an aortic dissection. The outcome of the patient is unknown. The device was returned for further analysis. It was further reported that the patient is " doing fine so far and expected to recover". The veins from the patient had kinking and due to that status it was difficult to insert the catheter through the veins into the ra. In the beginning the catheter was recognized without any issues but after the second introduction it was intermittent connection and disconnection within rhythmia and the ablation generator.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure using an intellanav stablepoint catheter the patient experienced aortic dissection. Mapping was successfully done but no ablation was performed. After mapping coronoscopy was performed, which showed the coronary vessels with no issues. After reinserting, connection issues occurred. Connecting/disconnecting was displayed in ablation generator and rhythmia system. Insertion was complicated due to kinking. Procedure was then cancelled due to patient complications and patient was sent to CT scan which showed an aortic dissection. The outcome of the patient is unknown. The device is available for return.

Event description:
It was reported that during the procedure using an intellanav stablepoint catheter the patient experienced aortic dissection. Mapping was successfully done but no ablation was performed. After mapping coronoscopy was performed, which showed the coronary vessels with no issues. After reinserting, connection issues occurred. Connecting/disconnecting was displayed in ablation generator and rhythmia system. Insertion was complicated due to kinking. Procedure was then cancelled due to patient complications and patient was sent to CT scan which showed an aortic dissection. The outcome of the patient is unknown. The device was returned for further analysis. It was further reported that the patient is " doing fine so far and expected to recover". The veins from the patient had kinking and due to that status it was difficult to insert the catheter through the veins into the ra. In the beginning the catheter was recognized without any issues but after the second introduction it was intermittened connection and disconnection within rhythmia and the ablation generator.

Manufacturer narrative:
Correction d4 serial number to (B)(6). The intellanav stablepoint catheter was evaluated by boston scientific. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event of device damaged defective. Device was found within specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updated event description.

Event description:
It was reported that during the procedure using an intellanav stablepoint catheter the patient experienced aortic dissection. Mapping was successfully done but no ablation was performed. After mapping coronoscopy was performed, which showed the coronary vessels with no issues. After reinserting, connection issues occurred. Connecting/disconnecting was displayed in ablation generator and rhythmia system. Insertion was complicated due to kinking. Procedure was then cancelled due to patient complications and patient was sent to CT scan which showed an aortic dissection. The outcome of the patient is unknown. The device is available for return. It was further reported that the patient is " doing fine so far and expected to recover". The veins from the patient had kinking and due to that status it was difficult to insert the catheter through the veins into the ra. In the beginning the catheter was recognized without any issues but after the second introduction it was intermittened connection and disconnection within rhythmia and the ablation generator.